Event description:
This second MDR is being submitted for the second suspect product, also a device mfg by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a pt was skin tested in 6/98, 12/98 and 1/5/99 with negative results. She was treated with two formulations of product on 2/3/99 in the glabella, periorbital, nasolabial, and perioral areas. She developed a bruise on the right upper lip following the treatment. On 2/5/99, she gradually developed increasing swelling of the lips and then the rest of her face began to swell. The swelling continued the following day and there was also some redness especially on the left side of the face and some swelling where she had injections lateral to the right eye. She also developed some swellings on her left chin. One of the test areas also became inflamed for a short period of time. On 11 february 99, a consulting physician noted some redness lateral to the right orbit and some induration in the upper lip and nasolabial folds. The test areas were unremarkable. The physician recommended continuation of piriton on a regular basis through 3/99. The symptoms were considered product related.